Event description:
According to the reporter: after the sulu did not fire completely. No additional info was provided after attempts to request further details. The device was received by the MFR with tissue in the jaws indicating that the device was resected.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.